Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient enrolled in a clinical study underwent total hip arthroplasty (B)(6) 2004. Subsequently, patient was revised (B)(6) 2005 due to loosening of the cup and fracture of the medial acetabular wall. The cup was removed and replaced.